Event description:
It is being reporting to us that during an arthroscopic procedure, a portion of the distal tip of an expressew needle broke off while in the body. The fragment was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device has been received and evaluated visually, both with the naked eye and under power: it is noted that the device is in the complained about condition, a portion of the distal tip is missing. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other similar complaint for this lot of (B)(4) devices that were released to distribution. We cannot conclude as to what may have caused the needle to break. It is possible that the user may have hit bone or some other hard object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and considerations, no other root or underlying cause can be discerned. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.